Event description:
It was reported that the customer had used the pump for insulin delivery with a previous customer's personal profile settings. There was no reported adverse impact to the customer's blood glucose level. Reportedly the settings were corrected to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: check your pump¿s settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult your healthcare provider as needed.